Event description:
A patient of unknown age and gender in the EU received hemodynamic support with an impella cp heart pump. It was reported that the automated impella controller (aic) took an unusually long time to turn on and detect the purge cassette during preparation of the impella cp heart pump.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of aic - power on issues/blank screen has been completed. Data logs reviewed and device analysis performed and the root cause could not be determined due to insufficient information and not being able to reproduce. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05007.